Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus china, omsc surmised there was the possibility those phenomena were attributed to the following causes for each. -the image of the subject device was not displayed this malfunction might have occurred due to the failure to connect properly by the damage to the video connector socket of the subject device. The damage to the video connector socket might have been caused by the addition of external force. The subject device could not be turned on this malfunction might have occurred due to the converter damage of the power unit of the subject device. The converter damage of the power unit might have been caused by the degradation due to long-term use since the installation date, (B)(6) 2014. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject was returned to olympus (B)(4) but has not returned to omsc. Olympus (B)(4) checked the subject device for the evaluation. It was found that video connector socket of the subject device was oxidized which caused no image when the camera head was connected to the subject device. It was also found the power unit failure of the subject device which caused that the subject device could not be turned on. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed which came from the camera head at the unspecified timing. There was no report of patient injury associated with this event.